Event description:
An authorized service provider (asp) contacted ventec to report that the device was measuring lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). The device was also unable to maintain stable fio2 (fraction of inspired oxygen) readings and displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it being unable to maintain fio2 (fraction of inspired oxygen) levels, measuring lower peep (positive end expiratory pressure) than set, low vte (exhaled tidal volume), and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that root cause of the reported issue was the ift.